Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. Prior to its use, the physician found the taxus express2 3.5x16mm drug eluting stent was "uncrimped". No pt complications occured.